Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a display (dim/fading/color spectrum) issue. The reporter stated that the pump display screen gradually faded and became difficult to read. There was little improvement with a contrast adjustment and lens film removal. No damage or exposure to moisture was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.